Manufacturer narrative:
The device is expected to be returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
Report received states that while delivering retrograde cardioplegia and as the user increased flow, there was no pressure displayed on the device. The coronary sinus pressure showed a rise and pressure on the monitor, but the user could not flow higher than 75-80mls/min on the device. The only way to have flows around 200mls/min is to have a fast and high increase in flows which pushes the retrograde catheter out of place so the sinus pressure does not get above 25mmhg with flows at 300mls/min and system pressure in high 200's. There were no patient complications.

Manufacturer narrative:
The device was evaluated and the alleged malfunctioned was not duplicated. The device logs were reviewed and very low system pressures were only present at the time of retro delivery (less than 75 mmhg) which is consistent with the intended operation of the device. The delivery valve is designed to open when system pressures reach at least 75mmhg. Quest medical will continue to monitor complaint for trends.